Event description:
It was reported that the vns patient experienced a seizure worse than pre-vns baseline with post-ictal period longer than normal. It was not specified what defined that episode as worse than normal. The severity of the seizure is unknown at this time. The relationship between the reported episode and vns therapy is unknown at this time. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.